Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient did not wash/dry their hands prior to taking a fingerstick reading, which is considered misuse of the device. On the same day, it was reported that the patient experienced dizziness, auditory and visual disturbances (seeing stars), confusion and disorientation. He sought care at a hospital where a health care professional diagnosed dka and treated him with IV fluids and medication over a 2-day stay. The patient recovered. The dexcom readings were 8.2¿8.7 mmol/l the bg was approximately 50 mg/dl (2.8 mmol/l). No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect clinical code - hearing impairment.